Event description:
Information received from the field does not address the patient's clinical status but notes no output. The pulse amplitude and pulse width were increased to obtain capture but this was unsuccessful. Therefore, the device was replaced.